Manufacturer narrative:
Additional information: device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -4.50 diopter was implanted into the patient's right eye (od). On (B)(6) 2023 the lens was exchanged for a different power lens due to refractive surprise. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
D6a:unk. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(6).

Manufacturer narrative:
Additional information: b5: implant date was on (B)(6) 2023. Claim#: (B)(4).